Event description:
Pt reported that their one touch ultra meter was reading inaccurately low. Pt reported results such as 100 mg/dl, and 91 mg/dl. They performed an invalid comparison by comparing their meter results to their normal readings and feeling. Pt did contact a medical professional for advice, but did not receive any treatment. The test strips were not expired and were stored correctly. Also, the testing technique was good and they were cleaning the puncture area correctly. During troubleshooting, it was discovered that the test strips were damaged. Due to that issue, this case is reported as a strip malfunction.